Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump sustained a cracked screen while in a pocket, after which the device remained usable but the user experienced trouble operating it; blood glucose levels were reportedly unaffected. Symptoms included no injury. Outcomes included reliance on an alternative insulin therapy until a replacement arrived and uninterrupted glycemic control. Customer care provided support that included collection of device identification, verification of shipping and return logistics, and arrangements for data synchronization guidance. Investigation of this case revealed physical damage to the display with ongoing device functionality prior to replacement. It was concluded that the event was due to physical damage to the device screen rather than a malfunction of the device¿s internal systems.